Event description:
It was reported that noise was observed on patient device. Noise was seen on the custom can to rv coil channel and was very brief. Device was programmed to vvi. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.